Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, chest heaviness, and could "feel" their leadless implantable pulse generator (ipg) in their chest. Analgesia was administered and the ipg was reprogrammed. The ipg remains in use. No further patient complications have been reported as a result of this event.